Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure the jaw broke off of the device and fell into the patient. The surgeon retrieved the piece through the trocar. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Added additional information: the device was received in the unlocked position, with dried body fluids in the jaws and with the cord cut off. The jaw was attached to the device and not broken off. The jaw was inspected and no issues were found. It could not be determined why jaw damage was reported. Due to the returned condition, functional testing could not be performed but the device was mechanically tested and the jaws opened and closed without difficulty. Excessive body fluids can impact performance of the jaw. They should be cleaned as needed. It is possible that the returned device was not the one associated with this complaint.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.